Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the blood glucose reading was 85 mg/dl when the sensor reading was 65 mg/dl and that the insulin pump inappropriately went into threshold suspend mode. Customer was advised to change the sensor if the issue persisted. Nothing further was reported.